Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at eos when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional test found the device to be normal. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at eos when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional test found the device to be normal. Based on this information, there was no evidence of premature depletion